Event description:
During an upper endoscopy, the physician used a cook 6 shooter saeed multi-band ligator. Two bands deployed appropriately however the physician was unable to deploy the remaining bands. Another ligator was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
The date of event occurred sometime during (B)(4) 2011. Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this log remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all 6 shooter saeed multi-band ligators are subject to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Based on this review. The likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.